Manufacturer narrative:
No other complaints were found for the lot number.

Event description:
According to the available information the catheter was placed in situ and burst. No adverse patient events were reported.